Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation was unable to confirm the reported issue of they "had to reboot the device three times to get the handpiece to work". Additionally, the device requires a software upgrade to the latest version and hardware (card edge board) upgrade. The repair is pending. A review of the device's repair history shows no previous repair records; purchased on (B)(6), 2016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the main console was not functioning as intended as the console reportedly had to be rebooted three times to get the handpiece device to work. There was no patient injury or adverse outcome reported.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial MDR; after further review by the legal manufacturer (osta), no further investigation was conducted as the reported malfunction has been determined to be non-reportable malfunction.